Event description:
Customer reporting problems with the enlite sensors. After insertion, the sensor causes bleeding for a long time. Customer has bled through her clothes. Customer stated that quick-set caused an infection. The infection was the size of a silver dollar. Customer had lots of pain. Physician admitted customer into hospital due to infection. The location is still red and inflamed, the site has improved. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.